Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and the reported single leaflet device attachment appears to be related to patient morphology/pathology due to the prolapsed posterior leaflet. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 2 implanted mitraclips. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the implanted clip detached from one mitral valve leaflet and remained attached to the other leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a profound posterior leaflet prolapse. Two clips (60329u160, 60329u158) were implanted, and the mr was reduced to 2. The third clip delivery system (cds 60324u145) was advanced to the mitral valve. The clip was deployed closely to the second clip. It was confirmed that there was no contact observed between the 2 clips. After the third clip was deployed, the second clip (60329u158)detached from the posterior leafle, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr grade had increased to 3. No further clips were used and the procedure was completed. It was confirmed that the patient was clinically stable post-procedure. The physician attributed the slda to the profound leaflet prolapse. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.